Event description:
Customer reported that he went to see his doctor because he had unexplained high blood glucose of 409 mg/dl. Customer stated that his insulin pump malfunctioned. Customer stated that the insulin pump is not delivering the insulin. Customer stated that he delivered 110 units of insulin and his blood glucose did not decrease. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.